Event description:
It was reported that the pt has constant noise perception and hears loud noises during device testing. There is no accident or trauma known. External parts were checked and device testing shows unremarkable values.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.